Event description:
A hospital in (B)(6) reported that the feedset tube of two mr290 autofeed humidification chambers "came off" the bag spike during use. The hospital also reported that in one incident, they used other means to ventilate the baby while staff were fixing the tube to the spike. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Event dates - 2 event dates: (B)(6) 2012. The complaint devices are not expected to be returned to the manufacturer for investigation and an attempt to obtain photographs was unsuccessful. The hospital has reported that the complaint devices have been discarded. Without the return of the complaint device, we are unable to determine what may have caused the problem observed by the customer. A lot check did not reveal complaints of this nature for this lot number. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."